Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after changing out the infusion site. Customer's blood glucose was 150 mg/dl. System check was performed with tandem technical support and no issues were identified. During following up the next day, customer reported that the infusion set was changed and no additional occlusion alarms occurred.